Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause the lens to unfold incorrectly. Physician report does not indicate that any adverse event or condition would have caused the incorrect orientation. Per medical review - reportedly, lens was inserted upside down and was torn off during surgeon`s second attempt to insert it after re-loading the same lens. Lens was removed/exchanged intraoperatively. No reported incision enlargement or any other tissue damage to the patient. According to the report, by a technician, dated on (B)(6) 2016 the cause of the event was unknown. The same report stated that there was no patient injury and that backup lens was successfully implanted. Conclusion: based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a large portion of the lens optic and one haptic torn off and missing. The lens was returned in liquid. Conclusion (unable to confirm complaint): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.7mm micl13.7 implantable collamer lens, -11.0 diopter, and the lens flipped in the eye. The lens was removed and reloaded. The surgeon inserted the lens a 2nd time and the lens tore. The lens was removed within the same surgery with no patient injury. The backup lens was implanted with no problem.